Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited possible fracture. It was also noted that the lead exhibited noise. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.